Event description:
Pt was having an orif (open reduction internal fixation) of the left elbow. A mini acutrak screw was used. The countersink drill bit and the tip of the screw driver broke. Pt may have retained a small piece of the drill bit. Manufacturer response (as per reporter) for drill bit and countersink, acutrax.not known yet.